Manufacturer narrative:
The pushwire of the solitaire stent was returned for analysis. The device was examined and no issues were found with the marker coil of the pushwire. The detach ball weld was found to be slightly deformed. Based on the investigation, the cause of reported event cannot be conclusively determined due to the damage condition of the returned device. However, based on the information reported resistance and tortuous anatomy may have contributed to the reported event. Please note the solitaire fr instructions for use (IFU) warnings: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. To retrieve thrombus, slowly withdraw the microcatheter and solitaire fr revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire fr revascularization device distally. Note: ensure microcatheter covers proximal marker. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number have been reviewed and no quality issues were noted. The device was received; however, the evaluation has not yet been completed. Once the evaluation is complete a supplemental report will be resubmitted with the analysis findings. Reference (B)(4).

Event description:
Medtronic (covidien) received report that during an acute mechanical thrombectomy (mt) procedure for a middle cerebral artery proximal m1 occlusion, the mt device was reported to have separated from the pushwire upon the second mt attempt, while the device was within the treating vessel. Shortly after, a clot accumulated within the separated stent and the origin of m1 became occluded. The physician confirmed the ic-top was occluded via angiography image. The physician then used a different manufacture's device and placed it inside the separated mt device. The vessel was then revascularized. Post procedure, the patient had slight bleeding and anti-thrombocyte treatment was provided. The patient's condition stabilized afterwards. Prior to treatment the patient was unconscious. Post treatment, the patient was stable and able to have meals. However, the patient remains with ambiguous conversation.